Manufacturer narrative:
Zimvie complaint (B)(4) multiple reports are being submitted for this event. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site # 30 was removed due to being fractured. Abutment screw loosened and fractured & fixture was also fractured. The implant was well integrated, had to drill out. Symptoms as a result of the event: pain, inflammation & missing tooth.

Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information-expiration date updated; UDI updated. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H10: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Excessive implant damage and fracture identified at the collar of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1255161. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255161 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. The customer did submit two (2) x-ray images for the reported event. Further review of the provided x-rays showed a fractured abutment screw stuck inside the implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.